Event description:
It was reported that patient underwent a reimplant procedure of his inflatable penile prosthesis (ipp). Previous device was explanted due to unknown reasons. All components were explanted and replaced. Additional information was received. Patient underwent prostate biopsy through the perineum. During this biopsy, the physician hit his penile implant cylinder with the needle. Due to this, all 3 components of his ipp were removed and replaced during surgery. No adverse patient effects.